Event description:
The patient reported that he is having balance problems. The hcp turned the voltage up on his ipg to 3.7v and now he is falling more. The patient reported that in the interest of safety he turned off the left side, but it made no difference. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.